Event description:
Hal line filter occluded on night shift. Changed out filter. Occluded again in the morning. Noted that fetanyl and versed had precipitated in the filter after filter failed. Also noted patient was awake and thrashing both times filter occluded.